Event description:
Pt placed on hemodialysis machine. At about 10 minutes, when the pt's blood was already running through the dialysis machine, the alarm sounded and continued to alarm "failed fill program" and would not run the pt's blood. The alarm could not be cleared or reset and the pump stopped which prevented the pt's blood from circulating in the system. Staff performed rinse-back of pt's blood manually. Only 50% of blood content was returned. The remaining 50% began to clot. Pt switched to another hemodialysis machine. Pt experienced no adverse outcome.